Event description:
It was reported that during surgery to remove the posterior construct, the surgeon noticed that one of the dynamic rods was broken on the right side of the construct. The implants were removed without any complications. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed that one rod had a fractured cable with failures occurring at each flange. A review of the device history records found no documentation to indicate a non-conformance to specification.